Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Attempts to gather additional information have been made. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year, seven months post implant of this bioprosthetic aortic valve, the patient presented with severe regurgitation. The patient was hospitalized and a re-operation was scheduled. The patient was symptomatic, but specific symptoms were not provided. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient presented with symptoms of infective endocarditis and a cerebral complication. The valve was not suspected to be a contributing cause of the endocarditis. A reoperation for removal of the device has not been reported. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that, the bioprosthetic valves are packaged into sterile jars in final sterilant solution and are enclosed in torqued lids to ensure sterile. The terminal sterilization process is validated using bacillus atrophaues atcc 9372. To minimize the risk further finished assembled valve products are packaged with sterilized components in jars and lids. The validation studies demonstrated that this type of organisms would be eliminated prior to the terminal sterilization process. In addition, this event the occurrence of endocarditis was greater than 12 months post implant. Based on the descriptive comments outlined from the journal literature, complaints which occurred greater than 12 months post implant were largely considered to be community acquired. Therefore, it was unlikely that the endocarditis originally came from the device and/or manufacturing valve process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.